Event description:
It was reported that the user was unable to pair a freestyle libre 3 plus sensor to the ilet pump because the sensor had already been scanned and paired to an abbott receiver, and the user was instead instructed to pair the pump with an available dexcom g7 sensor, which was completed. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included continued cgm functionality via the dexcom g7 after pairing and no interruption to insulin therapy reported. Customer care provided technical support troubleshooting and user education regarding sensor pairing rules and device compatibility. Investigation of this case revealed that the libre 3 plus sensor was in use by another device, preventing pairing with the ilet, and the pump and sensor hardware were not found to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user setup with the cgm sensor already bound to a different device and device-use constraints that prevent simultaneous pairing.